Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented to the emergency room with presyncopal episodes and feeling weak. Upon interrogation, the right ventricular lead exhibited increased capture threshold and no capture. It was noted that the patient had a slow underlying heart rate. On (B)(6) 2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.